Event description:
It was reported that the safety device on the bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology did not engage when the needle was removed. The following information was provided by the initial reporter, translated from french to english: "secured catheter, whose safety device does not engage when the needle is removed. Risk of puncture/exposure to blood".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/10/2021. H.6. Investigation: one sample in open packaging was received by our quality team for evaluation. The sample was observed with the safety mechanism not activated. No dented mark was observed on the cannula and the tip shield was manually pushed through the cannula and was able to activate properly. No safety activation failure was observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety device on the bd cathena¿ safety IV catheter with wings and bd multiguard¿ technology did not engage when the needle was removed. The following information was provided by the initial reporter, translated from (B)(6) to english: "secured catheter, whose safety device does not engage when the needle is removed. Risk of puncture/exposure to blood"